Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws properly at the 1st firing when a nurse fired the device out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. Additional information: what is meant by clip not fed into jaws properly? Does this mean slow feed, sideways feed, multiple feed, clip partially advanced into jaws, or clip would not advance at all into jaws? ---it means the clip did not advance into the jaws. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? ---the information was not provided from the hospital. Was any unexpected resistance felt while attempting to load the clip? ---the information was not provided from the hospital. Were any unexpected noises heard? If so, when? ---the information was not provided from the hospital. Did anything unexpected happen prior to this incident? ---the information was not provided from the hospital. Was the device fired after this incident in or out of the patient? ---the information was not provided from the hospital. The analysis results found that the el5ml device was received with one jaw disengaged from cam and it was noted to be empty and locked out. The condition of the jaw disengaged from cam would not allow the jaws to collapse in order to form the clips. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument would not fire (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. Possible causes of the jaw condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.